Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturer representative and healthcare provider reported that the patient's implantable neurostimulator (ins) showed an elective replacement indicator (eri) message a week after implant. Impedance testing was performed and certain electrodes showed >10,000 ohms while others showed <(><<)>50 ohms. The patient also had redness and swelling near the extension connection. The patient was being treated for a potential infection in the short term and a potential replacement was noted to be on the horizon. The patient was indicated for spinal pain.

Event description:
Follow up information reported that the ins was explanted on (B)(6) 2016 and was returned to the manufacturer for analysis.